Manufacturer narrative:
Visual and scanning electron microscopy (sem) inspection/analysis were performed on the returned device. The reported balloon rupture and separations were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the highly calcified right coronary artery (rca). The 2.50x20 mm trek balloon dilatation catheter (bdc) was prepped per the instructions for use but the balloon ruptured at 12 atmospheres and was separated into 2 parts. The separated portion was simply removed, there was no intervention performed. Reportedly, there was no resistance during advancement or removal. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.